Event description:
Customer has reported to the sales rep that this screw should be 30mm long and it is not.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.